Event description:
Information received by medtronic indicated that the insulin pump had a cracked display. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Retainer ring = black on (B)(6) 2021 customer alleged the pump having cracked on the display. Unit received with black pot and missing segment/partial display. During visual inspection and found cracked/bleeding display glass. The original pcba1 was replaced and installed in an original pcb 2, case, internal battery and motor. Powered the pump on using the battery simulator, unit powered up normally and no missing segment/display anomaly noted. Unable to perform the displacement, and self tests due to the missing segment/display anomaly. No moisture damage on the electronics, battery connector, battery tube, motor, vibrator during visual inspection. Unit had cracked keypad overlay, scratched case. The unit p-cap / test reservoir locks in place properly and no anomaly noted. N conclusion, the pump having cracked on the display due to cracked/bleeding display glass. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.